Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket was jammed shut and lid does not close now. A field service engineer (fse) had worked with the site via remote support. The customer had installed a new cubic pocket, and the issue was resolved. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pocket was jammed shut. User was forced to unload pocket. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.